Event description:
Adhesions [adhesions]. Local inflammation [inflammation]. Case description: a spontaneous report was received on (B)(6) 2011 from a surgeon via a company sales representative regarding a female patient, initials unknown, with endometriosis. The patient's medical history was not provided. The patient underwent surgery for endometriosis requiring partial colectomy. The reporting surgeon decided to place a temporary discharge ileostomy and to re-establish digestive continuity seven weeks later. On an unknown date, the patient had seprafilm (number of sheets not provided) placed trans-abdominally on the afferent and efferent loop of the ileostomy. On an unknown date seven weeks later, the second intervention to restore intestinal continuity was performed. The surgeon reported that the ileostomy region was very inflammatory with several adhesions despite seprafilm placement. Intervention was consequently a little more complicated than planned but was terminated with success. The patient's outcome was recovered. Concomitant medications were not provided. The reporting surgeon assessed the local events as related to seprafilm.

Manufacturer narrative:
The risk-benefit relationship of seprafilm is not affected by this report.